Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, p-wave amplitude measured 1.125 millivolts. Beginning (B)(6) 2016 atrial oversensing was observed in save to disk electrograms. Atrial impedance is within range at 1235-1330 ohms bipolar.

Event description:
It was reported that during a post operative check, noise was found on the atrial lead and fluctuations in impedance. The sensitivity of the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.